Manufacturer narrative:
(B)(4). Medical device expiration date: 2019-02-28. Medical device lot #: 4051204. (B)(4). Device manufacture date: 2014-02-20.

Event description:
It was reported that unspecified bd needle broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ needle broke during use. No serious injury or medical intervention was reported.

Event description:
It was reported that unspecified bd¿ needle broke during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: six photos were received and evaluated. The photos depict a loose bd integra syringe and a package from batch #4051204 (p/n 305270). The syringe has the needle capped and the plunger is pulled back to different heights in two photos ¿ 2ml and 1ml and unknown in other photos. The syringe had been activated and the cutter is seen puncturing the stopper. The spring from inside the plunger is observed to be curled in the fluid path in one photo. In one photo it also appears that the outside of the shield and needle is wet. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is not clear what the reported defect is based on the description provided. It is possible the plunger activated prematurely and retracted the needle before reaching the zero line. However, the spring being present in the fluid path is likely the result of manipulation of the plunger and pulling it back far enough (as seen in photos) for the spring to come out. The spring is a part of the retraction mechanism and is integral to the proper function of this product. Without additional information the defect and root cause could not be investigated and determined.